Event description:
Slight resistance was felt as the catheter was withdrawn from the pt after imaging the lesion. Once removed, it was observed, the guide wire and catheter came out together as a single unit. Catheter use was discontinued and a second catheter was used in it's place functioning as intended and accomplishing the ivus procedure. It is volcano's current policy to report instances where a catheter issue may cause removal or exchange of the guide wire or guide catheter.

Manufacturer narrative:
(B)(4). The complaint device was not yet returned to the MFR so, a device eval has not yet been performed. The mfg documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest this device was not mfg to specifications. If additional info becomes available at a later date, a updated report will be submitted.